Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "large macroscopic rupture" ,"silicone in lodge, ganglion siliconoma, axillaries adenomegalies.

Event description:
Healthcare professional reported "large macroscopic rupture" diagnosed by MRI as well as "silicon in lodge, ganglion siliconoma, axillaries adenomegalies". The device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported "large macroscopic rupture" diagnosed by MRI as well as "silicon in lodge, ganglion siliconoma, axillaries adenomegalies". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening.